Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on this lot. Checking the quality databases revealed no anomaly in connection with the described defect. On 29jan we received 1 used bloody sample and decontaminated it with anioxyde 1000 - we see the mandrel out of the catheter by the eyelet according the IFU sh2115 : instructions for use : n.b. Prior the catheterisation it is usual practice to check that the valve and balloon are functioning properly by inflating and then deflating the balloon. Warning : pediatric catheters of diameters 06.08 and 10ch may include a stylet that facilities their insertion before insertion : make sure that the stylet can move in the catheter and examine the end of the catheter to ensure that the stylet is positioned perfectly inside the catheter and does not comes out of an eye. Based on the above, this complaint is not confirmed as a product defect.

Event description:
According to the available information, nothing different was noticed about the catheter. The catheter was inserted a couple of millimeters, some resistance was felt and the catheter couldn't be inserted further. The catheter was removed immediately and a few drops of blood was visible. A small stomach probe was inserted and that stopped the bleeding. Baby is doing well.